Event description:
Pt was hospitalized with possible central line catheter infection and the catheter was removed. It is noted the tip of the catheter was cultured; however, there was no culture report found.

Manufacturer narrative:
During medical record review it was noted that a file should be created for this event. The device has not been returned to the MFR for eval. A lot history review (lhr) of 22ap9792 showed no other similar product complaint(s) from this lot number.